Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited double counting of qrs complexes following biv paces due to intermittent right ventricular loss of capture. No programming changes were performed. The patient was in stable condition.